Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, haemorrhagic periprosthetic effusion, thickenings localized in the upper pole of the capsule, and hull calcification.

Event description:
Physician reported, via regulatory agency, a left side capsular contracture, baker grade unknown, "haemorrhagic periprosthetic effusion," "thickenings localized in the upper pole of the capsule," and "hull calcification." Device has been explanted. This record is for the left side.